Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that episodes of t wave oversensing was observed. In clinic, the patient presented with ongoing chest pain and noise on the atrial lead. The issue will continue to be evaluated. The patient is fine.